Manufacturer narrative:
The consumer experienced burning and stinging after a couple uses of the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.

Event description:
The consumer experienced burning and stinging after a couple uses of the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.